Event description:
Eight implants supported a bar and over denture. Two of the eight implants failed. The prostetic screws loosened and created movement of the over denture and bar. Patient did not return for follow-up appointments.